Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging eye irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, nausea, vomiting, new or worsening asthma, and lymphatic cancer. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Product investigation laboratory powered device on and there was no indication of power. Display was black and product investigation laboratory-initiated therapy with the device, and no airflow was observed, using a known good product investigation laboratory supplied power supply and ac power cord. It discovered cut power wires and blower wires in device and installed the customer pca in a product investigation laboratory supplied known good device and powered on device. The display was lit up but was blank and the device started to beep and stayed that way. During visual inspection, both sides of the blower box had foam that looked like they had moisture. Presence of sound abatement degradation was confirmed using a foam integrity test tool on both sides of the blower box. Secondary findings observed. Review of the device log showed: errors logged: 10 errors were logged, blower hours: 3334.4 were logged, therapy hours: 3240.3 were logged, compliance rate: 87.8%, device humidification settings: adaptive, heated tube temperature: level 2, heated tube humidity level: level 4 product investigation laboratory observed the following from an external and internal inspection, disassembled device and then reassembled device. Dust-like contamination and tiny hairs/fibers at the air inlet of the blower box and the iso port. White and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Display ribbon cable was not plugged into the pca (printed circuit assembly) and j2 of the pca connector was broken on one side. User tampering suspected. Display ribbon cable had a j2 connector attached to it from a different pca and appeared to have been ripped off of the pca as some pieces of trace were still on the connector. After some research, observed that the display returned with this device was not originally shipped with this device. The display with this device came from a device that was already scrapped ra. User tampering suspected. Dust-like contamination was on top of the blower motor, the blower motor seal and on the bottom of the blower box. All screws of device were missing. Black contamination, consistent with keratin, at the air outlet of the blower box. Slight dust contamination in the blower box. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Blower motor wires were not routed correctly and coming from the top of the blower box lid and were being pinched. User tampering suspected. J4 wire harness wires and blower wires had been cut. User tampering suspected. Slight dust-like contamination on top of the blower motor and the blower motor seal and in the blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box. All screws of device were missing. 2 for the top enclosure, 2 for the pca, 4 for the blower box lid and 2 for the blower box. User tampering suspected. Dust-like black (inconsistent with degraded sound abatement foam) contamination on the bottom the blower box. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, nausea, vomiting, new or worsening asthma, and lymphatic cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.